Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The ICD was not pacing the patient as programmed. The observed heart rate was lower then the programmed pacing rate and was the patient's intrinsic rate.